Event description:
During a post implant check-up, noise was seen on the electrograms and it was difficult to obtain capture with brady pacing. The pocket was opened to inspect lead integrity. The lead was unhooked from the device and r-wave measurements, capture thresholds and impedance values were tested. The lead tested fine. The device was reconnected and again noise was observed on the real-time electrograms. Attempts to capture at 10 v during pacing threshold testing were unsuccessful. The device was explanted and replaced.